Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, product type: adapter. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0222890v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# l85046, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) ¿complained¿ about the ¿added device bulk¿ that the pocket adaptor represented in the patient's implantable neurostimulator (ins) pocket. The hcp was requesting either a smaller alternative to the adaptor or a version of the activa pc with an extension header that allowed direct connect with a legacy extension. The hcp cited the addition of the activa sc to the manufacturer¿s product offerings as an example of what should be provided to legacy patients that need an activa pc as a replacement to either their kinetras or activa pcs that reach end of service (eos). The following day, it was reported that the hcp "continued to complain" about the manufacturer¿s inability to mitigate the ins ¿profile/mass¿ brought about by adding an adapter to a pocket. The hcp¿s next steps for the patient ¿would likely include¿ the need to replace the extensions with newer generation extensions simply to decrease the size of the profile by getting rid of the adaptor. The hcp continued to wish for better adaptor pocket mass solutions from the manufacturer. If additional information becomes available, a supplemental report will be submitted.